Event description:
The customer reported the system failed to boot up. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cpu was found requiring a replacement. Waiting on customer approval for repairs.